Manufacturer narrative:
Additional information was received regarding patient involvement.

Event description:
It was reported that, while in use on a patient, the status display on a 980 ventilator went blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the status display on a 980 ventilator was blank. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se reseated the cable on the status display and backplane board. The se performed extended self-testing on the device and all tests passed.